Event description:
It was reported that the insulin pump alarmed button error, battery out limit, and the keypad was unresponsive so the alarms could not be cleared. The customer's blood glucose was above 80 mg/dl. The caller stated that the customer was at the beach but took the insulin pump off when they went into the water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The battery out limit alarm could not be confirmed due to unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.